Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a loose clamping pulley screw on a grip axis. The loose clamping pulley screw resulted in loss of tension of the correlating grip cable. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk, or input shaft. Additional related observation(s): the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the yaw direction commanded, however a lag or delay in the motion was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors (mcs) instrument did not move flexibly. The customer reported event has no report of patient injury.